Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that paired with the dexcom app but failed to pair with the ilet, resulting in repeated pairing failures and intermittent communication, including an alert indicating g7 pairing failed; troubleshooting included reentering the pairing code and severing the apple watch bluetooth connection, and the event involved device communication and electrical components including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure involving the electrical/antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.